Event description:
Initial reporter indicated to vns consultant, that their patient had high lead impedance. The patient's seizures have not worsened, but their behavior had. X-ray review by manufacturer, revealed a gross lead fracture. Revision surgery has been scheduled for the patient.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.